Event description:
A malfunction alarm, identified as malf 16, was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for the replacement of the malfunctioning pump, as it was under warranty. The customer was instructed to use multiple daily injections (mdi) to ensure uninterrupted insulin delivery and was provided with guidance on how to put the pump into storage mode before returning it. The customer understood the instructions and agreed to return the problematic pump using a prepaid label within 10 days.